Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) through the website alleging that the patient's unknown lfs meter was giving the patient inaccurate high readings as compared to his/her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified date and time, the patient obtained the high reading in the "300's mg/dl". The reporter stated that the patient manages his/her diabetes with insulin (unknown type and dosage) and "bolused based on the 300+mg/dl reading". Shortly after, the reporter rechecked the patient's blood sample on the subject meter and obtained a reading of "around 100mg/dl". It was not specified if the patient developed symptoms but the reporter did write that they had "a long night of checking, giving juice boxes, and waking up the patient to feed him/her". Although it was not specified if the patient developed any symptoms suggestive of a serious injury, this complaint is being reported because the patient received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.